Event description:
It was reported that during deployment in the moderately calcified superficial femoral artery the absolute pro stent partially deployed, however, the thumbwheel could not be turned further. The stent delivery system was pulled backward, unsheathing the stent, and the stent fully deployed in the target lesion. There was no adverse patient effect or clinically significant delay in procedure or therapy. Though requested no additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Off-label use of biliary stent in the superficial femoral artery. The device was received. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: evaluation of the returned self expanding stent system (ses) found blood in the distal outer sheath and on the stent holder and handle and no saline visible. The handle was in an unlocked position, consistent with the reported attempt to deploy the stent. The distal outer sheath was retracted 4.8 cm proximal to the base of the tip, consistent with the reported information that the outer member only partially retracted and the stent partially deployed. There multiple kinks in the stent holder proximal to the base of the tip, for a length of 4.5 cm. There was no other damage noted to the ses. During functional testing, the handle was opened and it was observed the outer member was torn 4.5 cm proximal to the distal end of the handle. The material at the tear was jagged. The inner braiding was still intact and was not separated. The rack was retracted 7.8 cm proximal to the distal end of the handle. The handle was reassembled and the thumbwheel rotated in an attempt to retract the distal outer member; while rotating the thumbwheel the distal outer member would not retract. Factors that may contribute to difficulty deploying the stent include, but are not limited to, manufacturing, pre dilatation strategy, anatomical conditions, deployment technique and/or damage to the device deployment mechanisms (handle components/shaft lumens). In this case, there were several kinks and a separation at one of the kinks noted on the returned device. Although these kinks were not reported, it is likely that they contributed to the reported deployment difficulty. Potential causes for this type of damage include, but are not limited to, anatomical conditions, handling, and insufficient support of the handle during advancement or handling/packaging for return to abbott vascular. In this case, it may be possible that anatomical conditions contributed to the kinks the lesion site was reported to be moderately calcified. It may be possible that the distal end of the sds was kinked in such that during the attempt to rotate the thumbwheel to retract the outer member was unsuccessful. Additionally, the separation of the outer member observed in the handle which was noted to be jagged was likely the result of the attempt to rotate the thumbwheel with force causing the out member to separate. Because it was reported that the absolute pro was being used to treat the superficial femoral artery, it should be noted that the absolute pro instruction for use (IFU) states: the absolute pro .035 biliary self-expanding stent system is intended for palliation of malignant strictures in the biliary tree. In this case, it could not be determined if the off-label use caused or contributed to the reported difficulty. A review of the lot history records revealed there were no associated nonconforming material records which would have contributed to this complaint, indicating all lot release testing met specification. Additionally, there have been no other similar incidents reported for this lot. There is no indication of a product quality deficiency.